Event description:
The customer reported upon switching on the ventilator after it alarmed and shutdown it displayed a vent inop data acquisition pcba adc failure. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers service engineer confirmed the reported problem during evaluation. The service engineer replaced the data acquisition pcb board, the data acquisition pcb to motor controller pcb board cable, and flow sensor assembly to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Evaluation and service pending.

Manufacturer narrative:
Flow sensor assembly.

Manufacturer narrative:
Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. The error code 1006 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the unit alarmed and switched off during normal ventilation operation. The customer reported the device was in use on patient and there was no patient harm. Device evaluation and service is pending.